Event description:
It was reported that the patient had coupling and/or communication issues with his implantable neurostimulator (ins). The patient always had difficulty recharging, and had used an additional band over belt to keep the ins recharger (insr) in place. The antenna-locate (al) feature was used, which resulted in a power-on-reset (por) being displayed on the insr and then a normal recharging screen. During the al process, the insr reported numbers that "were constantly changing" even when the antenna was held in place. The patient got "all 8 bars shaded", even after the insr refreshed. In addition, it was reported that the patient had swelling at the ins pocket site and that it felt loose and sometimes painful; his physician prescribed lidocaine patches. It was also noted that the patient sometimes got severe migraine headaches and he was unable to recharge his ins until he recovered from them. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(6).